Manufacturer narrative:
Manufacturing issue was investigated. Corrective action is in place.

Event description:
Tampon strings are breaking off [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the tampon strings are breaking off when inserted. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings are breaking off [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are breaking off when inserted. No injury reported.